Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the puncture of the device was successful. The swg (spring wire guide) could not be advanced smoothly. When the swg was removed it was found that the tip of the swg was kinked. The device was replaced which caused harm/pain to the patient.

Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer: "the patient was fine, and there was no intervention required." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the puncture of the device was successful. The swg (spring wire guide) could not be advanced smoothly. When the swg was removed it was found that the tip of the swg was kinked. The device was replaced which caused harm/pain to the patient.